Event description:
The pt presented with right lower critical limb ischaemia. A diagnostic angiogram via the left femoral approach showed recurrent right anterior tibial artery occlusion with a pt dorsalis pedis artery. After heparin, the bifurcation was crossed and a sheath was placed in the right popliteal artery. The physician attempted an antegrade approach, however this failed. A retrograde puncture under fluoroscopy was completed on the dorsalis pedis artery. The retrograde wire failed to go true lumen and went into the subintimal tissue. The wire re-entered somewhere mid anterior tibial artery. The wire was manipulated into the sheath and subsequently reversed and another wire was placed into the dorsalis pedis artery antegradely. The dorsalis pedis artery and anterior tibial artery was angioplastied with a tapered amphiprion deep pta balloon catheter repeatedly. Subsequent flow was sluggish and angiography revealed a significant dissection in the distal anterior tibial artery despite repeat ballooning. The dissection was treated by stenting.

Manufacturer narrative:
(B)(4). Eval, results: (based on the limited info provided no root cause can be determined). (Dissection).